Event description:
After an incident rptr was diagnosed with ruptured disk (l-5) and scheduled for surgery around 6/14/94. The surgeon's nurse called and said that the surgery was cancelled until the dr came back from a hosp out of state. He was learning how to use pedicle screws for back surgery. Rptr knew she needed surgery and was told that this was a new technique which would help her heal faster. He said that the screws could not break and that if she was allergic to the metal used that the screws could be easily removed. He told rptr that she was getting the screws. She was never asked if she wanted it. Dr also said that the screws were stronger than bone fusion. Ten days after surgery rptr went back into the hosp with a blood clot in her left lung. Rptr's accident occurred at work and she believes that surgeon was under pressure to get back to work asap; 6 mos after surgery. Rptr returned to work for 1 yr and quit. Complications experienced after back surgery are as follows: paralysis after standing for short periods of time, a poking feeling in the area of the pedicle implant, pain over right hip and down the right buttocks, after about an hour of walking extreme fatigue, extreme chronic fatigue, and symptoms of arthritis. (*)